Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the infusion port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between june 10, 2018 - june 13, 2018. The five (5) actual samples were received for evaluation. All samples were found leaking in a zip lock bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the base of the spike port of all samples. The reported condition was verified on all 5 samples. The cause of the of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.